Event description:
The problem occurred at a physician's facility during placement of the conical 17 degree angled abutment (ac4217 lot #639098f-5) onto an implant. The clinician experienced three separate occasions where the units would not function properly. It was reported by the distributor that while placing the abutment and inserting the retaining screw at approximately the first thread, the physician stated there was no support and the abutment fractured. There was not enough material in the threaded portion of the abutment cone and the result was stripping of the threads in the cone. This occurred at the interface of the gsh retaining screw and abutment when torque was placed on the screw. Product evaluation determined that the wall where the retaining screw is placed was machined too thin, thereby exposing the internal threads.

Manufacturer narrative:
Product problem was restricted to international sales only - no product was distributed in the us. Dimensional measurements and mating components check. The part drawing contained a feature called out as a reference dimension. The reference dimension should have been a dimension with tolerances which lead to inadequate machining of the wall thickness.